Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction for run time calibration failure-1051 and system failure were duplicated and attributed to a faulty autocal valve on the smart pneumatic module. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure- 1051" and a "system failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.